Event description:
The pt ((B)(6)) received an scs system, including an ipg, on (B)(6) 2010. It was reported, the ipg was explanted and replaced due to intermittent telemetry. The explanted ipg was returned to the manufacturer for analysis; however, analysis is currently in process. As the lot number of the ipg was not provided, no manufacturing or expiration dates could be determined. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.